Event description:
It was reported that during an infusion set and cartridge change, the ilet user attempted to apply a new infusion set but forgot to remove the needle guard, which constituted an improper procedure. The user then removed the guard and successfully reapplied the set while connected to the infusion set component despite being advised to apply a new infusion set. The user was advised to monitor blood glucose for a rise over 45 to 60 minutes and to call back if needed. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem consistent with an incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.